Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: product performance information was received and analyzed. High resistance/impedance was noted as two patient alerts for rv pacing lead impedance greater than 3000 ohms occurred on (B)(6) 2012 and (B)(6) 2012. The weekly pace lead trend data shows an increase for minimum and maximum ventricular pacing from 968 to 16384 ohms peak between (B)(6) 2012 and (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had increased and undefined impedance. A lead revision was planned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had increased and undefined impedance. A lead revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received and analyzed. High resistance/impedance was noted as two patient alerts for rv pacing lead impedance greater than 3000 ohms occurred on (B)(6) 2012. The weekly pace lead trend data shows an increase for minimum and maximum ventricular pacing from 968 to 16384 ohms peak between (B)(6) 2012.